Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to inaccurate sensor glucose reading. The blood glucose reading was 149 mg/dl, compared with the sensor glucose reading of 40 mg/dl. The customer also reported receiving a bad sensor alarm. The customer was advised that the sensor would be replaced, and to return their sensor back for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed test.